Event description:
Customer reportedly received results of 4.6 mmol/l on the aviva nano and 2.9 mmol/l on lab value within 10 minutes. Low blood glucose symptoms were reported with the results. Customer was treated with dextrose by the medical secretary. No adverse event related to the device was reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).